Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. The patient underwent mesh excision on (B)(6) 2012.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, bleeding, dyspareunia, vaginal scarring and other following mesh implantation. The patient underwent mesh excision on (B)(6) 2012 due to incontinence and pelvic pain. It was reported that following mesh removal the patient¿s vaginal pain changed, and the patient no longer has pulling pain. Both sides of the patient¿s crotch are now painful and the pain is sharp and radiates down the legs on the inside of the patient¿s thighs bilaterally. The pain is described as muscle pain. The pain is an everyday occurrence. Sometimes the vaginal pain is sharp and achy but it can also be a shooting pain that radiates down the legs. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.